Event description:
It was reported that during an unknown cervical procedure, when the disc was filled with sterile water a leak was noticed. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that optical examination identified witness mark and puncture holes in the sheath near the upper shell weld line. The witness mark appears to disrupt the weld line, indicating it was made after the welding process. Additionally, it is noted that a leak test is performed on the implant prior to final packaging, suggesting it was not a manufacturing defect. Inconclusive; unable to determine root cause of the event with the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.